Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
During a check of return product due to excess inventory in the field, error messages were displayed on the programmer when the pump was inquired. The issue was not observed in the field. There was no patient involvement and the pump was never removed from its sterile packaging.

Manufacturer narrative:
The returned device was subjected to internal and external examinations as well as electronics testing. The evaluation determined that a component was not operating normally. Based on the investigation, the reported event was confirmed internal complaint number: (B)(4).